Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported they think one of the leads in their back has migrated and that they've been experiencing a lot of pain near the lead tip implant location in their upper back. Patient stated the issue has been happening over the last month. Patient mentioned they put lidocaine on it and it hurts to touch it. Patient also stated the pain has gotten worse and worse to the point where it is very difficult to wear a bra. Caller confirmed that they've already notified their hcp and their hcp instructed them to connect with a manufacturer representative (rep) directly on their own. Agent reviewed information and emailed reps for visibility.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 15-aug-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.